Event description:
It was reported through medical information case (B)(4) from a hcp, that "we have a patient that is having a reaction to the strattice bps that we have never seen before. They are having fluid build up; inflammatory response to the product". No other information was provided.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice bps devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice bps could not be determined. This is a known potential adverse event addressed in the product labeling. If additional information is received, a supplemental report will be submitted.